Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2011-01096 for the associated device report. It was reported to boston scientific corporation that two resolution hemostasis clipping devices were used to treat a duodenal ulcer during a procedure on (B)(6), 2011. According to the complainant, during the procedure, it was reported that two clips would not close and deployed in the patient. The physician completed the procedure with a third resolution clip and the two open clips were left inside the patient to pass naturally. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.